Event description:
A malfunction code was reported, specifically malf 12, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump while monitoring for any future malfunctions.